Event description:
The pt is a (B) (6) male, who had been scheduled to receive extracorporeal photopheresis (ecp) treatments for the treatment of lung transplant rejection. There is also a history of renal disease present. The pt was scheduled for her first ecp treatment on (B) (6) 2010. The pt's pre-treatment hemoglobin was 11.3 grams% and the hematocrit was 33%. The serum creatinine was 1.04 mg%. The pt is not being treated with dialysis for her renal disease. The pre-ecp blood pressure was 121/56 mm hg and the heart rate was 47/minute. The ecp operator noted there had been occlusion alarms, the collection bag had been overly full of air, and that she had used sterile technique with a needle to release excess air from the bag to clear the occlusion alarms and to continue the treatment. The ecp operator noted that she was in cycle 3 of 3 with a large bowl. The ecp operator also stated that photoactivation was not completed and a manual return was done, but was incomplete due to difficulty in emptying all of the components of kit. The ecp operator estimated 200 ml of blood was not returned to the pt. In response, 200 ml of 0.9% saline solution was given to the pt and the pt was discharged. The post-treatment hemoglobin was 7.6 grams% and the hematocrit was 23%. The post-ecp blood pressure was 109/54 mm hg and the heart rate was 46/minute. No symptoms or signs were experienced by the pt attendant to the blood volume loss. On the following day ((B) (6) 2010), the pt reported for another ecp treatment, but this was not administered. Instead, the pt was treated with 200 ml of 0.9% saline and was also transfused with two units of packed erythrocytes.

Manufacturer narrative:
Therakos customer technical support referred the customer to the technical bulletin for selecting the appropriate bowl size, and also advised on technical steps. The customer was satisfied with the phone support provided and required no add'l assistance. (B) (4).